Event description:
Patient's relative reported right side "evident increased," "extracapsular rupture and periprosthetic liquid," "anaplastic large cell lymphoma (alcl)." Pathological markers cd30+ and alk- have been received. The device has been explanted and replaced. Treatment: explant surgery, liquid drainage and cleaning of the affected area.

Manufacturer narrative:
Health effect - impact code: f2203, f2201. A review of the device history record has been completed. No deviations or non-conformities noted. The events of seroma and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and lymphoma alcl.